Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a navistar¿ electrophysiology catheter and suffered a heart block atrioventricular (av) third degree requiring ventricular pacing and intravenous hydrocortisone. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. After that, deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a navistar¿ electrophysiology catheter and suffered a heart block atrioventricular (av) third degree requiring ventricular pacing and intravenous hydrocortisone. Immediately upon ablation, av conduction was lost. Ventricular pacing was performed immediately and intravenous hydrocortisone was administered for anti-inflammatory effects at the ablation site. Patient¿s implantable cardioverter defibrillator (ICD) was adjusted back up from a low rate to a normal rate. Conduction returned after 35 minutes. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Physician referenced a journal article that indicated that 9% of patients have a fast pathway extension, which is located lower and more posterior than normal, which can lead to this situation.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/03/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).